Manufacturer narrative:
B3: specific date unknown but month and year accurate. E: facility name "hospital (B)(6). H3/h6: neither samples nor pictures were received for the analysis of this complaint. The device history record was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Event description:
It was reported that the medication leaks through the 0.22-micron filter housing. It was stated that the event happened while infusing meropenem antibiotic, during the cadd solis vip intermittent infusion program. According to the reporter, the event occurred during patient use, there was delay in therapy, there was no adverse event, and no one was harmed as a result of this event.